Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer is saying that when user is in wheelchair, rear wheel are bowing causing the wheel to rub against the arm assemblies on both sides of chair.